Event description:
The customer reported that both monitors were flickering. Also a temp sensor error message displayed when the system was first turned on.

Manufacturer narrative:
(B) (4). The ge svc rep arrived onsite and tested the system. The problem occurred after about 40 min of testing. The workstation was disconnected from the c-arm and both monitors were erratic or blank when the problem occurred. He found a bad on off switch and installed a new key switch and temp sensor. The system now operates as intended.